Event description:
It was reported that the patient presented for follow up with an implantable cardiac monitor (icm) that exhibited failure to interrogate due to no bluetooth telemetry. Programming changes were made by resetting the bluetooth connection successfully. The patient was in stable condition.